Manufacturer narrative:
The device was not returned for evaluation; however, photographs were provided. The photographs exhibit the head of the device being detached from the wand. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 19 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: warnings: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories if any visual damage or defects are noticed during use, stop using the device immediately and replace the device use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the device and/or injury to the patient maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-50sl, arthroscopic energy 50 degree probe with suction 18 cm, device tip came off in the patient during use on (B)(6) 2018 while performing a hip arthroscopy including labral repair procedure. Before the separation finding, the device experienced a temperature fluctuation. The tip was retrieved from the patient using graspers after x-rays were taken to locate the component. There was no report of injury or extended hospital stay for the patient. The device will not be returned; however, pictures of the device were received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.